Event description:
It was reported the lead had dislodged from a prior lead extraction approximately five months ago. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. Blood/body fluid was present on the proximal conductor (not obstructed) and in/on the helix/lobe mechanism. The outer insulation was melted. It was also noted that there was apparent explant damage.